Manufacturer narrative:
Correction to section h6 patient codes, code e0516 was removed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During a procedure, st elevation was observed during the transition from the left superior to the left inferior to the right superior pulmonary vein (rspv). It is unclear whether this was caused by air or spasm, but the condition was temporary. Additionally, activated clot time was above 300. The farawave pulsed field catheter is not expected to return as it was disposed. It was further reported that during the right superior pulmonary vein (rspv) ablation, the patients blood pressure dropped, which prevented the administration of nitroglycerin. No diagnostic imaging was conducted during the event. However, the st segment elevation normalized after a while. The physician suspected that the spasm might have been caused by the pulsed field ablation (pfa) ablation at the rspv rather than by air. The st elevation rose again at the end of the procedure, but it was only temporary. Since the sheath had already been removed from the body, no further action was taken. No treatment was administered. There were no malfunction allegations against boston scientific products.

Event description:
It was reported that the patient experienced st segment elevation. During a procedure, st elevation was observed during the transition from the left superior to the left inferior to the right superior pulmonary vein (rspv). It is unclear whether this was caused by air or spasm, but the condition was temporary. Additionally, activated clot time was above 300. The farawave pulsed field catheter is not expected to return as it was disposed. It was further reported that during the right superior pulmonary vein (rspv) ablation, the patients blood pressure dropped, which prevented the administration of nitroglycerin. No diagnostic imaging was conducted during the event. However, the st segment elevation normalized after a while. The physician suspected that the spasm might have been caused by the pulsed field ablation (pfa) ablation at the rspv rather than by air. The st elevation rose again at the end of the procedure, but it was only temporary. Since the sheath had already been removed from the body, no further action was taken. No treatment was administered. There were no malfunction allegations against boston scientific products.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation.. If there is any further relevant information obtained, a supplemental medwatch will be filed.